Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jun-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the order configuration error prevented medication from being dispensed. A technical support specialist investigated the error message "invalid multicomponent order" and identified that it was caused by the inclusion of ertapenem, which is configured as a combo medication with sodium chloride .9% pf 10ml vial. Since combo meds cannot be part of multicomponent orders, the tss informed the customer that multicomponent orders cannot include combo medications and provided guidance on how to properly configure combo meds by navigating to medication, facility formulary, medid, combo meds tab, then scrolling to the bottom to access the 'charge combo' selection area. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, user reported when an ertapenem order was placed, it was not able to be pulled from pyxis despite being stocked. Message given was "not available" due to "invalid multicomponent order". A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, user reported when an ertapenem order was placed, it was not able to be pulled from pyxis despite being stocked. Message given was "not available" due to "invalid multicomponent order". A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.